Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm, pump error 63 (variable 15) alarm due to a software error. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error (open book image).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 419 mg/dl. Customer reported that the insulin pump had critical pump error displayed on the screen. The customer stated that the insulin pump was not dropped or bumped. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis while the reservoir and infusion set will not be returned for analysis.